Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversening was noted. Programming changes were made. Further actions and dft will be discussed with the physician.